Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch# of catheters are different. Sample#1 (batch#: myjz3001 & batch expiry date: jun 28,2027) and sample#2: (batch#: mykn3316 & batch expiry date: jun 28,2027).

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch# of catheters are different. Sample#1 (batch#: myjz3001 & batch expiry date: jun 28,2027) and sample#2: (batch#: mykn3316 & batch expiry date: jun 28,2027).

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. Microscopic examinations found there was salt accumulation inside the balloon area. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.